Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that at a routine follow up visit, the atrial lead was not capturing and the p-waves were noted to be minimal. During the revision procedure, the impedance was noted to have decreased from the follow up visit and the unipolar impedance was higher than the bipolar impedance.. The lead was explanted and replaced. No patient complications have been reported as a result of this event.